Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove the catheter from the guidewire appears to be related to operational context. In this case, it is likely that either the patient¿s anatomical conditions or the guidewire pulling back into the imaging catheter caused the reported difficulty to remove the imaging catheter from the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the dragonfly imaging catheter was used during the procedure, however, the angioplasty guidewire slipped backwards. While attempting to remove the dragonfly imaging catheter, the guidewire became stuck in the catheter, and the catheter and guidewire had to be removed as a single unit. A bmw universal was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.